Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The reported symptom lz01¿blank screen¿ was confirmed during the testing, as the screen was blank. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cause is the inverter board that is faulty; the inverter board transformer is overheated and there heat damage on the top of the inverter board bracket and the bracket is melted. There are also visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check. Test negative for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty cycler screen was blinking and eventually went blank during drain 1 of 4. Technical support attempted to trouble shoot with the patient but the patient was eventually advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Additional information was solicited. The liberty cycler was replaced.